Event description:
It was reported that during a stent placement procedure, that a partial deployment occurred. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 23 mm x 10 mm stent delivery sys (sds) was advanced, however, at an unspecified time "a couple" of the deployment sutures "got stuck" and the stent was unable to be fully deployed. The physician decided to abort the procedure at this time. The pt's status is reported as "fine".